Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-13948. It was reported the patient experienced a cerebrospinal fluid leak while undergoing an scs permanent implant procedure. In turn, a blood patch was performed to address the issue. Post-op, the patient was asymptomatic.